Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg site. As such, on (B)(6) 2018, the physician decided not to explant the ipg when site was open, as the infection seemed to be superficial. In turn, incision was left opened and the site was flushed with antibiotic and packed with dressings. No additional information is known at this time.